Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was diagnosed with possible infection at ipg site. Surgery occurred to explant and replace the ipg in a different location and the patient was prescribed IV antibiotics and oral antibiotics to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.